Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysate line leak was observed on prismaflex hf1000 set. The leak occurred during the bag exchange. It was reported the dialysate tubing came apart from the luer while connecting the luer to the dialysate bag. The blood was returned to the patient and the set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.